Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that prior to implant, the device was oversensing in its original packaging. The device showed normal paced activity when re-interrogation was attempted. Device was not implanted and replaced.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of a stored electrogram. During bench testing, noise was seen after a capacitor maintenance charge, but disappeared after the capacitors were discharged. This noise was different from the noise seen in the field, and the type of noise seen in the field could not be reproduced. It is believed that the noise seen in the field was due to automatic hv lead impedance measurements with no leads attached.